Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that prior to use, the grey longevity bar was indicated for the device upon second interrogation. The device was interrogated only minutes earlier, in which the bar was green and indicated greater than five years longevity. The power cord was knocked, thus necessitating a second interrogation. The device was left in the office for the weekend and the bar was noted to remain grey. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.